Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. The v60 vent was received at the international service center. The service technician duplicated the reported problem. Operational position of touch screen was misaligned. Touch screen will be replaced. Repair completion will be performed upon customer's estimate approval.

Event description:
The international customer reported oxygen concentration was attempted to be changed but it could not be changed with touch panel. In the past, touch panel was faulty and it was calibrated. Unit was replaced with alternative v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The reported complaint was confirmed, due to touch screen failure, response position was misaligned. Touch screen was replaced. Unit was checked overall, cleaned, run in tests and functionally tested.